Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon cut the lens to remove it without changing the incision and inserted another same model lens. No patient injury.

Manufacturer narrative:
Results- a visual inspection of the returned product shows one haptic is torn off and there is a tear near the other haptic in the optic of the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.